Event description:
This report is being filed as a result of changes to our MDR eval process. We have changed our process to better align with current agency policy. The customer called to report a return pressure too high alarm during a procedure and mentioned that there was also an infiltration during the procedure. The nurse was not alleging that the infiltration was machine-related. Three unsuccessful attempts were made to obtain pt identifier and medical intervention info. This report is being filed due to the lack of info on medical intervention.

Manufacturer narrative:
Fin (B)(4). Risk analysis: (B)(4) addresses the hazard of infiltration during trima procedures. Although (B)(4) was written for the trima product line, the same safety info applies to spectra as well due to the variability in phlebotomist techniques and the nature of apheresis. The resulting hazard/risk index is 5, which is low. Field diagnostic/correction: a service engineer checked out the machine and found no issues (please see referenced fin for service call info). Investigation: return pressure high. Detection: if the return pressure sensor (rps) sees pressure between 350 mmhg and 400 mmhg, this alarm is generated by the sensor processor. Possible causes: blockage in return tubing or needle or miscalibrated rps. Per the aabb technical manual, 16th edition, infiltrations or hematomas, "are common after phlebotomy" and, "a dime-sized hematoma at the phlebotomy site, are reported by as many as one third of all donors." This disposable set was unavailable for return. Trends suggest that the event reported is random and isolated on a general basis. Conclusion: the mostly likely cause of an infiltration/hematoma is phlebotomist technique. Corrective/preventive action: since this issue has such a low occurrence level, as seen in the trending, and because it is likely an issue related to the phlebotomy and not likely associated with the operation of the equipment, no further corrective action will be taken at this time.